Event description:
Our office in (B) (4) reported, a female pt experienced an ocular stinging sensation after using consept 1 step disinfecting solution/neutralizing tablets. She went to ophthalmology and was diagnosed with conjunctivitis and was told she had "damage to the cornea". She received an unk medication. Within two days, she was able to wear daily disposable contact lenses. In f/u with the reporter, it was determined that the events were temporary and not serious.

Manufacturer narrative:
(B) (4). Unspecified damage to cornea. Consumer returned her lens case with solution in it. When measured, it was found to contain 2.5% hydrogen peroxide. The neutralizing tablets that were returned by the consumer were assayed and found to meet chemistry and neutralization shelf life specs. The root cause has not been established.